Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On (B)(6) 2026, prior to going to bed, the patient¿s cgm reading was 140 mg/dl. At approximately 03:00, the patient¿s wife observed that he was unresponsive, lethargic, and diaphoretic. She immediately called emergency medical services (ems) without checking either the cgm or a blood glucose level. Upon arrival, ems performed a fingerstick blood glucose (fsbg) check, which showed a value of 28 mg/dl. The cgm reading was not checked at that time. The patient received intravenous (IV) dextrose, and responsiveness returned after approximately 35 minutes. He was then transported to the hospital. In the ER, an fsbg readings were approximately 140¿150 mg/dl, and the cgm displayed a value of approximately 130 mg/dl. No additional treatment was required. The patient remained in the ER for approximately 3.5 hours and was discharged with blood glucose levels within the normal range, reporting that he felt well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the patient's blood glucose were checked and it was reported to fall within the a zone of the parkes error grid. No additional patient or event information is available.